Manufacturer narrative:
Correction: c5 product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during an attempted implant of an epicardial left ventricular (lv) lead, pericardial fat prevented contact with tissue to obtain a pacing threshold. No pacing was captured in either unipolar or bipolar configuration. The physician changed pacing cables from the lead to the analyzer to make sure it was not equipment failure. The lead was not implanted; a screw-in epicardial lead was able to penetrate fat after some more dissection by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.